Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported "implant leaking, lump and has developed systemic sclerosis and lupus, suspected ruptured". This record is for a right side. Device remains implanted.